Manufacturer narrative:
(B)(4). The customer reported that the device intermittently failed to power up. No pt involvement was reported. The device was evaluated at philips. The symptom was verified intermittently (duplicated once). The energy select switch was replaced. We are considering this a malfunction. We cannot determine the cause due to the intermittency of the symptom.

Event description:
The customer reported that the device intermittently failed to power up. No pt involvement was reported.